Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. The patient received a therapy for ventricular tachycardia. After an unsuccessful attempt at sending a transmission, the patient presented in clinic. The programmer reported that a charge was delivered due to therapy; however, the episode was not seen. Review of session records showed that the device was interrogated, egms and diagnostics were cleared in the morning. However, the clinician stated that the device was first interrogated in the afternoon not in the morning. It was discussed that the egms could not be viewed unless a device check did take place. The patient was stable.

Event description:
New information received stated that the patient received inappropriate therapies for atrial tachycardia/fibrillation. It was noted that the patient was known for having atrial arrhythmias and has received inappropriate therapies in the past. Patient transmitted remotely on (B)(6) 2018 and it was noted that shocks were delivered. Programming changes were made. The patient was stable and will continue with normal follow ups.